Event description:
It was reported the pt may have fallen, but she could not remember when. It was also reported the pt's lead may have migrated due to stimulation in unintended areas. Reprogramming resolved the pt's issues. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.